Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced insulin flow blocked alarm event on 22-feb-2026. The event occurred within three or more hours of insertion. The blockage was at the site. The insertion site was thigh. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.